Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that the mini drawer sub-drawer 1.14 was not working and discovered medication spillage inside the sub-drawer slot. The fse replaced the mini sub-drawer module and cleaned the affected sub-drawer slots. After testing, the fse was able to successfully recover the failed mini drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer failed during a procedure as noted by two separate anesthesiologists. The a-cart did not register the removal of morphine stored in the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.